Event description:
It was reported that during a thyroidectomy procedure the distal part of tissue pad melted off the upper jaw during use. Reporter said this malformation of tissue pad seemed to be happened due to excessive heat created in the blade during use. No patient consequences reported. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device received was returned in good physical condition. The tissue pad was in good physical condition and properly attached to the clamp arm. The device was tested with the generator and was functional, it is possible that the device returned may have been used to complete the procedure and is not the device complained about.